Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g1, h6. Device photo analysis: visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "minimal liquid sheet circling both implants, probably reactive. Minimal capsular enhancement in both implants".

Event description:
Healthcare professional reported left side "minimal liquid sheet circling both implants, probably reactive", "minimal capsular enhancement". Device remains implanted.